Event description:
The pt's performance has reportedly declined. The pt reported sound quality issues. The device has several open electrodes. Programming changes were made; however, the problem was not resolved. Testing of the device revealed some open electrodes. The pt is being monitored.